Event description:
In 2008, the pt reported that her infusion sets are failing every 1 or 2 days and her blood glucose becomes elevated. Her most recent elevated reading was 204 mg/dl 30 mins before the report. She injected 4 units of insulin via syringe to lower her blood glucose. She stated she has noticed insulin leaking from her skin when the infusion site is removed, and in the past there has been blood in the cannula. She stated she has been using her hips as an infusion site for approx 11 yrs. She was sent replacement infusion sets and also an infusion set with a different cannula type for troubleshooting. Upon follow up on two days later, the pt stated that the previous evening at 8pm she received an occlusion (e4) error and her blood glucose was elevated to 240-260 mg/dl. She replaced the headset and cleared the error. She injected 4 units of insulin to lower her blood glucose. The next morning she received another e4 and replaced the headset with one that had been sent for troubleshooting. The pt called back on the next day, and reported that she received another e4 with the replacement infusion set, and she changed the infusion tubing to clear the error. Upon further follow up on the same day, the pt stated that she does not feel insulin is being absorbed properly. She stated that before lunch, her blood glucose measured 120 mg/dl and she ate lunch and bolused 6 units of insulin. Two hours later her blood glucose was elevated to 175 mg/dl. Her normal blood glucose range is 80-120 mg/dl. She stated there is a "slight" possibility she did not bolus enough for lunch. She was advised by her physician to use a different infusion site. She was advised on proper site rotation and site selection. She was advised to try using an infusion set with a longer cannula. Upon further follow up on four days later, the pt stated she switched infusion set types and infusion sites and her blood glucose has been within her normal range since.